Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that recoiling of stent occurred. The target lesion was located in the proximal circumflex artery. A 3.50 x 16 synergy¿ drug-eluting stent was deployed to treat the lesion. Post stent deployment, a bit of stent recoil was noted. Post-dilatation was performed with a non-compliant non-bsc balloon catheter and the stent appeared fully apposed to the vessel wall on cine. The procedure was completed. No patient complications were reported and the patient's status was stable.